Event description:
Patient¿s husband stated the doctor helped patient cath because patient was getting bloated. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had an office follow-up and post-void residual urine check in response to the cathing and bloating. It was noted that the bloating was likely caused by constipation. The patient still was cathing and it was noted that they had retention.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.